Event description:
It was reported by the sales rep in switzerland that during a meniscal repair procedure on (B)(6) 2022 , it was observed that the implant on the truespan meniscal repair system peek 12 degree device was not triggered; and therefore, the suture was not guaranteed with unnecessary meniscus damage. The status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter occupation: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection of the first device revealed that the implants were not received along with the needle. Only the suture was returned loose from the needle; the orthocord suture tips were frayed which it is a sign of breakage. The truespan comes in normal use condition, no broken parts or any deficiencies could be observed. When performing the functional test in the gun, the red trigger was fully squeezed several times, it performed as intended and it was not jammed. A manufacturing record evaluation was performed for the finished device lot number: 8l77827, and no nonconformances were identified. According with the visual inspection result, this complaint can be confirmed. We cannot discern a root cause for user to have experienced this issue. Based on the meniscal repair technique guide, it is necessary to choose the portal which most easily allows the delivery needle to be inserted perpendicular to the tear site; as a recommendation when performing, an anterior meniscal repair, it is advised to use a 24° angled truespan device to maximize your ability to reach and position your anterior meniscal repair site. If the implant is not deploying properly, it causes unnecessary damage to the meniscus. A possible root cause can be attributed to a sharp instrument rubbed the suture and an excessive force applied to the suture at the moment of tightening the repair. In the case of deployment issue, it is possible that the trigger might have not fully been pressed until a click sound was heard which could cause the reported failure. The damage in the suture could be related when pulled out after it failed to deployed properly. As per IFU, it is important to use caution when tensioning the suture. Overtensioning may cause tissue damage and/or suture or implant breakage. Also, when penetrate the tissue to desired depth, again referencing the laser line at 10 mm on the needle as a secondary depth indicator as needed. Avoid damaging suture with needle. Finally, during the deployment it is necessary to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.